Manufacturer narrative:
(B)(4).

Event description:
Reported by the complainant as follows: two end users had fms placed and it was reported they were taken to surgery and required blood transfusions. Second case reported under medwatch form 2243969-2010-000055.